Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll amber plunger rod was broken / damaged. The following information was provided by the initial reporter: when did the incident occur? During use it was reported that, the quadrant of the syringe stem is broken. Please see images attached. The liquid inside the syringe is a parenteral nutrition product. Our UK customer has raised the below complaint: compliant description: the quadrant of the syringe stem is broken. Please see images attached. The liquid inside the syringe is a parenteral nutrition product. Syringe 50 ml plastic amber part number - 300869 batch number / expiry date :2511015 - 21/10/2030 quantity: 1 single syringe (pictures attached) unfortunately, we can't retrieve po number due to its stocked item.